Manufacturer narrative:
Device is a combination product. Patient age at time of event 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported.